Event description:
It was reported that the corometrics 172 fetal monitor was not configured properly during the manufacturing process for the fetal heart rate (fhr) lower alarm limit. The fhr was configured to 50 beats per minute (bpm) instead of 120 bpm on the device that was configured at the ge border operations factory. There was no patient involvement since the issue was discovered by ge healthcare personnel during installation of the monitor prior to patient use.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed. No report of patient involvement.